Manufacturer narrative:
Unit received motor error alarm during rewind due to corroded motor homeswitch. Pump passed displacement test, operating currents, selftest and off no power test. No battery out limit alarm noted. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to motor error alarm. Pump received with scratched lcd window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 173 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.